Event description:
I had essure "ehell" in (B)(6) 2013, since I have had horrible/ severe problems since they have been placed. I'm a (B)(6) healthy active woman but since implantation, I have been having so many health issues. I have bloating, pain, severe bleeding (which sent me to emergency room to end up being put on hormone pills to stop bleeding) and then got sent home masking up my problem! I have had hair loss, acne, horrible periods, moody, exhausted daily, weight gain, rashes with wearing my wedding band and another jewelry, I feel vibrating/pulsating where the coils are, back and stomach pain. All I want is to have these removed and be healthy again!. I want these off the market so other women don't end up like me! I have missed work and missed time with my husband and kids due to my suffering!